Manufacturer narrative:
(B)(4). Additional information: the wife has the lot number of the device (e001126010 - potential lot number). And it was on a list of defective devices. The surgeon refuses to have a second surgery to remove it. The patient had a CT scan and an xray to see if the device was placed right. Per the xray the device is stuck open. Dexalon is the current medication he is on, 60mg. Nexium doesn't work anymore.

Event description:
It was reported that post op of a linx implant, it has not met customer expectations. They have heartburn that has worsened overtime since the device was implanted. The patient had a CT scan and an xray to see if the device was placed right. Per the xray the device is stuck open. Dexalon is the current medication he is on, 60mg. Nexium doesn't work anymore. The heartburn been absolutely atrocious since february when one of the ablations on his barretts was done. When the surgeon ablated it the patient thinks the surgeon over extended the device and the heartburn feels like his chest is on fire. Ablations on his barretts, the patient went through five ablations procedures, and when he woke up in february of this year he felt like the worst heartburn ever. Consistent pain. Has had multiple knee surgeries.

Manufacturer narrative:
(B)(4). Date sent: 04/15/2019. Additional information received: the device has been explanted. A new linx device was implanted. The patient has experienced relief again. The device was originally implanted in (B)(6) 2016 by (B)(6) and explanted by his partner (B)(6). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
(B)(4). Date sent: 01/30/2019. Additional information: contacted dr. (B)(6) in a request to speak to (B)(6) to gather additional information. Spoke with (B)(6) and the patient did not show up for his post-op appointment. There are no future appointments scheduled. The only image they had was pre-implant. There are no images post-implant of the linx device. The device has not been removed.